Event description:
It was reported that the coil unraveled in the body, requiring intervention. A 6mm x 20cm interlock coil was advanced for endovascular aneurysm repair procedure of the inferior mesenteric artery. When attempting to retrieve the coil that was intended to be placed, a resistance was encountered, and the coil became damaged; it unraveled in the body. There was no detachment noted. The coil was attempted to be removed along the with the catheter; however, it was then retrieved using a snare. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Visual and microscopic inspection observed that only the main coil was returned. It was bent and stretched and detached at the coil arm section. The pouch information matches with the complaint information. Dimensional inspection was performed, and the main coil's arm outer diameter (od), max zap tip od and primary coil od passed the specification test. Additionally, the pusher wire's distal solder joint od, mid solder joint, distal and proximal tfe od also passed the specification test.

Event description:
It was reported that the coil unraveled in the body, requiring intervention. A 6mm x 20cm interlock coil was advanced for endovascular aneurysm repair procedure of the inferior mesenteric artery. When attempting to retrieve the coil that was intended to be placed, a resistance was encountered, and the coil became damaged; it unraveled in the body. There was no detachment noted. The coil was attempted to be removed along the with the catheter; however, it was then retrieved using a snare. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition was good.